Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. The reported issues were confirmed during testing. The elevator wire was completely cut off due to handling and the forceps did not rise at all, there was low angulation in all directions due to the angle wires being stretched, and the connecting tube was wrinkled due to handling. In addition, the adhesive on the bending section cover was detached, the bending section cover was dirty due to insufficient cleaning, there were scratches on multiple parts of the device due to handling, and there were black dots in the image due to damage on the charge coupled device unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the elevator wire was found to be broken. An olympus field service engineer inspected the device and also found play in the angulation with both knobs and wrinkles on the connecting tube. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhered to forceps elevator and the dirty/foreign material on the bending section cover, could not be identified and definitive root cause of the issues could not be determined, however, the issues were likely the result of the device reprocessing not being completed due to of the observed broken forceps elevator wire. The event can be detected by following the instructions for use section below: inspection of the endoscope olympus will continue to monitor field performance for this device.